Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. In april 2020, boston scientific implemented a design enhancement of our is-1 headers. The enhancement includes changes to the is-1 spring connector block and header bore to increase spring contact stability for improved mechanical/electrical performance, as well as to reduce the overall effort required to insert an is-1 terminal pin into the pulse generator (pg) header. This enhancement applies to all boston scientific pgs with is-1 connectors.

Event description:
It was reported that this pacemaker device exhibited high out of range pacing impedance, loss (3,000 ohms) of capture and high thresholds on the right ventricular (rv) lead. An automatic safety switch occurred to unipolar settings. The physicians office contacted technical services (ts) consultant to review device data. Ts provided recommendations for lead integrity testing, and x-ray imaging. The device remains implanted. No adverse patient effects were reported. Attempts to obtain the model/serial or manufacturer of the rv lead have been unsuccessful. New information was received advising that surgical intervention was performed, and the pacemaker device and right ventricular (rv) lead were explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device exhibited high out of range pacing impedance, loss (3,000 ohms) of capture and high thresholds on the right ventricular (rv) lead. An automatic safety switch occurred to unipolar settings. The physicians office contacted technical services (ts) consultant to review device data. Ts provided recommendations for lead integrity testing, and x-ray imaging. The device remains implanted. No adverse patient effects were reported.